Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device with lot number 30300041m, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Still pending is the manufacturer record evaluation. Therefore, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, when effusion view was checked by echo, cardiac tamponade was confirmed. The patient¿s blood pressure dropped, and pericardiocentesis was performed to remove the fluid from the pericardium. According to physician¿s judgement, the amount of fluid drained was large (about 140ml of blood). The patient left the ep lab and his condition improved. It is unknown if extended hospitalization was required as a result of the event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was mentioned that the left atrium (la) anterior wall side was damaged during the la approach. No biosense webster, inc. Product malfunctions were reported. Ablation was applied prior to the adverse event. No further information is available.